Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). Utilizing a contralateral approach, the physician placed a non-bsc guide wire across the lesion. The 3.0mm x 40mm sterling balloon was advanced for pre-dilatation. During the first inflation, the sterling balloon ruptured at 6atms. The device was removed intact. Post-dilatation was performed with 5.0mm x 40mm sterling balloon. A non-bsc stent was implanted in the lesion. No patient complications were reported and the patient's status is good.